Event description:
A patient reported experiencing inaccurate high results with an otb meter. The patient's blood glucose results were 184 mg/dl vs. 149 lab. Tests were done within 10 minutes with a difference of 38%. Patient did not experience any adverse events. No further information has been reported.